Manufacturer narrative:
Evaluation summary: device was returned with stylette and sheath attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st stent wrap with struts raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous diagonal lesion exhibiting 80% stenosis. No damage was noted to device packaging and no issues were noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No excessive force was used during advancement. It was reported that strut damage occurred while positioning/advancement of the stent in diagonal artery, therefore it was not used and was replaced by another resolute integrity. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.